Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: ((B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it was found that the device shows marks of friction in the sleeve, the graduated markings were faded, the sleeve was removed to verify the condition of the drill pin and it was found in good shape. Foreign matter was found in the pin blade slot, presumably bone/tissue debris. The grey size selection wheel was turned without restriction as well as the red deployment knob, the drill pin blade could not be fully deployed. The overall complaint was confirmed as the observed condition of the retroreamer (6-12mm) would have contributed to the complained issue. Based on the investigation findings, the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; bone/tissue debris entered into the blade slot, consequently it caused an obstruction, therefore the blade could not be fully deployed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure, it was observed that the retroreamer (6-12mm) device was not the correct size as it was asymmetrical that left a ridge in the tunnel. It was set on 10 and surgeon did not think it reamed to 10. Because of this we used an additional btb button. During in-house engineering evaluation, it was determined that foreign matter was found in the pin blade slot on the device, presumably bone/tissue debris. There was a delay in the surgery for about 40 minutes. There were no adverse consequences to the patient reported. No additional information was provided.